Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold. It was noted that an abrupt increase in its threshold measurement was observed, associated with a drop in r-wave amplitude. It was further reported that the last few measurements have dropped back within normal range. The lead remains in use. No patient complications have been reported as a result of this event.